Manufacturer narrative:
Updating h6 device code to better reflect the reported event.

Event description:
It was reported that the stent fractured, and an additional device was required. An eluvia was selected for use to treat peripheral artery disease in the superficial femoral artery (sfa). The target lesion was reported to be moderately calcified with mild tortuosity. The eluvia was placed in the sfa, and the physician was doing work in the popliteal artery. Upon pulling back to see the sfa, the proximal portion of the eluvia stent fractured. The physician wired through the stent, ballooned, and placed another eluvia, overlapping through the proximal fractured portion of the initial stent. The procedure was successfully completed and there were no reported patient complications.

Event description:
It was reported that the stent fractured, and an additional device was required. An eluvia was selected for use to treat peripheral artery disease in the superficial femoral artery (sfa). The target lesion was reported to be moderately calcified with mild tortuosity. The eluvia was placed in the sfa, and the physician was doing work in the popliteal artery. Upon pulling back to see the sfa, the proximal portion of the eluvia stent fractured. The physician wired through the stent, ballooned, and placed another eluvia, overlapping through the proximal fractured portion of the initial stent. The procedure was successfully completed and there were no reported patient complications.